Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this complaint is a known physiological effect of the procedure and is noted within the dfu. (B) (4): "product unavailable for analysis."

Event description:
(B) (6) peripheral cutting balloon registry.it was reported, in (B) (6) 2006, the patient underwent treatment with the peripheral cutting balloon.the target lesion was concentric, tight, de novo stenosis. The lesion was located in an efferent vein of an arteriovenous fistula (avf). The target vessel was non tortuous without calcification and had a reference diameter of 5.5mm and length of 15mm. Target lesion pre-procedure 80% stenosis and post-procedure was 0% stenosis. One month follow up visit in (B) (6) 2006 and 3 month follow up visit in (B) (6) 2006, the patient's status was "alive", target lesion was patent and without adverse events or additional interventions. During 6 month follow up visit in (B) (6) 2006, it was reported that the subject underwent conventional angioplasty of the target lesion based on angiographic restenosis in (B) (6) 2006. Patient's status was ¿alive" ant the target lesion was reported patent.in (B) (6) 2007, 12 month follow up visit, patient's status ¿alive¿, without adverse events, target lesion was patent and no additional interventions reported. Other diagnostic examination was performed during the 12 month follow up; recorded as ¿checking blood pressure and flow during dialysis¿.